Manufacturer narrative:
The sample is indicated as available for return. As of the date of this report, the sample has not been returned. A follow-up report will be provided once the device has been received and reviewed.

Event description:
PICC was in place and baby was being handled. PICC was not being accessed at the time, but broke during the handle. This is the third time the site has reported this failure mode for this lot. The PICC was removed.